Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 3085 surgical table specifically, proper cleaning techniques; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3085sp surgical table and found that the table's ac power cord and inlet plate were damaged. The technician was informed that the table started to smoke and spark while the facility's staff was cleaning the or room. There was no patient or procedure involvement. The technician replaced the table's ac power cord and inlet plate, tested the table, confirmed it to be operating according to specification and returned the table to service. The root cause of the reported event can be attributed to exposure to liquid from cleaning. This caused an electrical short, which caused the table to smoke and spark. The 3085sp surgical table's operator manual (1-3) states: "caution: possible equipment damage: do not spray cleaning fluid into electric receptacles and avoid spraying directly onto override switches or into clearance space above column. Spray or drippage may settle onto electric circuits inside table causing corrosion and loss of function." The surgical table was installed in (B)(6) 2010 and is not under steris service agreement for maintenance activities. A steris account manager will offer in-service training on the proper use and operation of the 3085 surgical table specifically, proper cleaning techniques. No additional issues have been reported.

Event description:
The user facility reported that their 3085sp surgical table started smoking and sparking from the ac power cord inlet. No injury or procedure delay was reported.